Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an allergic reaction was observed during surgery where seprafilm was used on a patient with retroperitoneal damage with surgical method being (ath+bso+plad+omentectomy). Ondansetron was administered and approximately 5 minutes later seprafilm was applied. Fifteen minutes later anaphylaxis was suspected due to increased airway pressure, decreased blood pressure, and allergic symptoms. Two minutes later drugs against hypersensitivity were administered. Twenty-eight minutes after the seprafilm was applied, the surgery was completed, and several wheals appeared on the lower body which then spread to the rest of the body. Eight minutes later, an airway cuff leak test was conducted (no leak), and extubation was difficult. Thirty-four minutes later, blood pressure was maintained with nor-adrenaline. Ten minutes later, the wheals worsened. Twenty-five minutes later, laparotomy was conducted with seprafilm removal and lavage with 5 litres of saline. Forty-four minutes later, surgery was concluded, and wheals ameliorated. Thirteen minutes later, the patient was extubated and transferred to intensive care. Two hours and thirty-eight minutes later, the wheals resolved. No additional information is available.